Event description:
It was reported that the luer lock became disconnected. There was no impact to customers blood glucose level. Customer was able to successfully reconnect the luer lock and resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.